Manufacturer narrative:
The device was evaluated. Device evaluation noted the reported customer issue was not confirmed as no image issue was observed. Based on investigation results, the root cause cannot be conclusively determined. Based on investigation results the chipped objectives lens root cause cannot be conclusively determined. Reasonably known information suggests probable causes such as damage or deterioration of parts, physical stress. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported that " a black circle appears around the image. It appears and disappears" . The issue was found during diagnostic bronchoscopy procedure. There was no patient harm, no injury reported due to the event. Device evaluation found the device objectives lens was chipped there was no patient involvement in this reported event.